Event description:
Fiber break reported. No patient injuries reported.

Manufacturer narrative:
Analysis of the fiber revealed the fiber was broken approximately 2 meters from the proximal end of the fiber. It was noted that the break occurred at a distance outside of where it would be inserted into a scope. There was no evidence of charring at the break in the fiber which indicates that the fiber was broken when there was no laser energy being transmitted through the fiber. The location of the break point is indicative of an external force coming in contact with the fiber causing it to bend beyond the documented minimum bend radius. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser transmission indicates that the fiber was fully capable of functioning as intended. It is likely that the fiber break was caused by the end user.